Manufacturer narrative:
Event date: exact date unknown, event occurred a year ago from the date manufacturer became aware of the event.

Event description:
It was reported that patient was having difficulty charging and connecting ipg to remote control and the bsn representatives computer. It was also reported that patient experienced inadequate stimulation. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was kept by the medical facility.